Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon deflation difficulty occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified right common iliac artery. An unknown express ld stent was implanted. The sterling 8.0x40mm balloon was advanced to the lesion for post dilatation. The balloon was inflated "several times" for 30 seconds per inflation. Deflation time was "slower." The balloon was withdrawn fully deflated. The procedure was completed with this device. No patient complications were reported. The patient status is "good."

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon deflation difficulty occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified right common iliac artery. An unknown express ld stent was implanted. The sterling 8.0x40mm balloon was advanced to the lesion for post dilatation. The balloon was inflated "several times" for 30 seconds per inflation. Deflation time was "slower." The balloon was withdrawn fully deflated. The procedure was completed with this device. No patient complications were reported. The patient status is "good."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: a blood-like substance was visible on the outer surfaces of the device. The balloon was loosely folded. Magnified and tactile inspection revealed no damage or irregularities. Functional testing was performed by performing three inflation-deflation cycles to determine if the device functioned according to specifications with respect to deflation performance. An inflation device was prepped with a solution of water and glycerol. The balloon was inflated to rbp (rated burst pressure) with the inflation device/glycerol solution, and then deflated by applying negative pressure. This test was performed three consecutive times and was within specification each time. A thorough evaluation of the returned device provided no evidence to confirm the reported difficulty. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).